Event description:
Additional information was received from a health care professional regarding a patient who was receiving gablofen (concentration 200 mcg/ml, dose 901.5 mcg/day) via an implantable pump for multiple sclerosis. . The patient¿s pump was alarming due to empty reservoir, the event date was anywhere between 10 days to 3 weeks, the health care professional believed that with the current pump and catheter there could be a problem with catheter placement but he did not have further details related to this event. They wanted to turn the pump off as it was alarming. Patient was not a candidate for a surgical procedure to revise the catheter at this time due to another medication they were on. It was reviewed that there were other options other than permanently disabling the pump especially if patient would be a candidate for surgery in the future. The patient did not have any symptoms due to pump being empty. They did not believe that the patient was getting the baclofen and that is why the patient did not have symptoms. The health care professional decided to fill the pump with saline and was assisted with programming the pump to minimum rate mode instead of permanently disabling the pump. No further complications were anticipated/reported

Manufacturer narrative:
Applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included multiple sclerosis and the patient had a tendency to fall. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that the pump was alarming. It was a two-toned alarm that began two days ago. The patient had missed a scheduled refill as it was canceled. The refill was canceled due to catheter issues and the medication not getting to where it needed to get to. Per the patient, the medication was suddenly not working. The doctor tried to remove spinal fluid from the catheter but was not able to and the patient was told about 4 months ago that the catheter was not in the right place. The pump was last filled on (B)(6) 2017. The patient wanted the alarm turned off and was planning to follow-up with their doctor. Per the patient, they were not able to operate to replace the pump or do a catheter revision because on (B)(6) 2017 the patient had an infusion of lemtrada which wiped out the patient¿s immune system, so the patient could not have surgery until the infectious disease doctor approved the patient having surgery. They were seeing him on (B)(6) 2017 for blood work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.